Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the arm. The patient experienced hyperglycemia with headache, thirst, and tiredness. At an unspecified time of the event the cgm was reading 140 mg/dl and the blood glucose reading was 499 mg/dl. The patient self-treated with insulin and the sister took her to the hospital. At the hospital, the patient was treated with IV medication (documented as ¿water¿). The patient was discharged the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.